Event description:
It was reported to boston scientific corporation that during preparation to place a contour vl ureteral stent, when the device was unpacked, it was found that the stent was bent. Reportedly, no damage was noticed to the device packaging. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned contour vl ureteral stent revealed that the stent was cut at 19 centimeters from the bladder section. The remaining portion of the device was not returned. A cause for this event could not be determined because the stent condition indicates handling by the user; however, the customer stated the damage was not noticed during handling but upon opened the packaging.